Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. It was also noted that all in the internal components were missing. On follow-up, it was confirmed that there was no pt impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff". Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 25 months without any record of factory service.

Event description:
A report was received stating that an af02 was used and the footed section was damaged by tool contact. No pt impact was reported. On follow-up, it was confirmed that there was no pt impact.